Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visually, the device appears to be in used condition, the reset button was missing, connector¿s pins are slightly bent, and the cable is severely nicked in 2 spots. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for 1 minute each, the electrode worked as intended under coagulation, but the electrode did not function under ablation, confirming that the yellow pedal is nonfunctional and that the device is not working as designed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar and three dissimilar complaints reported from 2005 - 2014 for this lot of devices. None of the complaints were resulted from a design or a manufacturing defect. This lot is more than 9 years old and has possibly seen heavy use causing internal wear of electrical components. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the device was working intermittently. The foot pedal was being used but it was working intermittently.